Event description:
It was reported that the left ventricular (lv) lead had a sudden rise in threshold, abnormal pacing impedance and a conductor fracture. The lv lead was electrically abandoned by reprogramming the device to ddir mode. No patient complications have been reported asa result of this event. The patient is part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lv lead was capped.